Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is unk. It was reported that the pt presented emergently to a very small hosp, which does not have the facilities for endovascular treatment, in a poor state of health with a ruptured aneurysm. The initial impression was that the pt had diverticulosis. However, the pt did not improve with treatment and a CT was performed revealing a ruptured anterior aneurysm. Approximately five hours later, the pt was flown emergently to a larger hosp. The pt was unaware that there was aneurysm present in the aorta. The pt was in grave condition when the physican placed aneurx stent graft devices. The pt was sent to recovery and was reported to be in serious condition. It was reported later that day the pt expired due to the loss of blood prior to the placement of the aneurx sent graft.

Manufacturer narrative:
Eval, results: inherent risk of procedure (death). Pt's condition affected effectiveness of device (pt had a ruptured aneurysm prior to graft placement). Eval, conclusions: device failure/lack of effectiveness related to pt condition (pt had a ruptured aneurysm prior to graft placement).